Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during in-house engineering evaluation, it was determined that the device had a hole in hose near muffler, a spring was missing from the muffler sock, the device was running in safety, and the rotations per minute (rpm) was below specifications. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned without an alleged deficiency. During routine service and repair of the device, it was observed that the device had a hole in hose near muffler, a spring was missing from muffler sock, the device runs in safety mode, and it failed rotational speed; rotations per minute (rpm¿s) were below manufacturing specifications. During repair it was observed that the vanes were worn out causing the low rpm¿s. It was determined that the condition of the worn out vanes due to normal wear over time. It was further determined that the locking components were worn out causing the device to run in safety, and the hole in the hose were also due to normal wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.